Event description:
As reported:"the surgeon asked for a slight bend in the guide, which ended broken in the ibode's fingers." Another device was used to complete the procedure.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported:"the surgeon asked for a slight bend in the guide, which ended broken in the ibode's fingers." Another device was used to complete the procedure.

Event description:
As reported:"the surgeon asked for a slight bend in the guide, which ended broken in the ibode's fingers." Another device was used to complete the procedure.

Manufacturer narrative:
Correction: please refer to section d9 the device was returned and h6 (method, results and conclusion codes). The reported event could be confirmed based on the device inspection. The device inspection revealed the following: the device fractured into two pieces, with the second piece not returned. Additionally, the area near the fracture shows significant bending. The fracture surface appears smooth and uniform, without notable plastic deformation which is characteristic of a brittle fracture. Overall, the combination of bending and brittle fracture suggests the device was subjected to high lateral stress and excessive force during use, ultimately causing its failure. In addition, relevant dimensions were measured and are conforming to specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user-related issue. The event was caused by high lateral stress and excessive force applied during use. If more information is provided, the case will be reassessed.